Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the syringe plunger seal is leaking.

Manufacturer narrative:
The device history record (DHR) could not be reviewed as no lot information was provided within the complaint. Prior to a lot's release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. One-hundred sixty syringes were returned for evaluation. A complete investigation was performed including visual and functional tests; the reported condition could not be confirmed. As such, a root cause could not be determined. We will continue to monitor related reports to determine if additional actions are necessary.